Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to have asthma, pneumonia and been on antibiotic and steroid for months while using this device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue. Related to a CPAP device's sound abatement foam became degraded and caused asthma, pneumonia and been on antibiotic and steriod for months while using this device. The patient did not report to receive medical intervention. After the final attempt to have the device and components returned for evaluation, customer responded that u have called wrong number and cut the phone. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section d4, h4 and h6 updated in this report.